Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. "The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? Were there any pre-existing signs/symptoms of active inflammation/infection or injury prior to this surgical procedure? Were there any intra-operative complications? Other relevant patient history/concomitant medications how was colo-cervical fistula diagnosed? Onset date from the initial surgery? Describe any medical/surgical intervention including dates and surgical findings. Was the device removed? If so, please date, details and results of the re-operation. Will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a subtotal hysterectomy and sacrocervicopexy on (B)(6) 2018 and the mesh was implanted. The patient developed a colocervical fistula, between the rectum and cervix where the mesh is attached. The device is still implanted at this time. It is planned to remove the mesh and perform a bowel resection. Additional information was requested.